Manufacturer narrative:
(Super) poligrip is manufactured in (B)(4), and neither the lot number nor the product was available. (B)(4).

Event description:
This case was reported in a newspaper article and described the occurrence of crippled (neuropathy) in a female pt who used poligrip for an unk indication. On an unk date, the pt began using poligrip. An unk time later, the pt experienced crippled (neuropathy), nerve damage, copper low, disability, walking difficulty, loss of feeling in arm, foot pain, loss of feeling in feet, weight loss (more than three stone) and neuropathy. The pt became wheelchair bound and had no sensation from arms down. This case was assessed as medically serious by gsk. Treatment included copper. At the time of reporting, the outcome of the events was unk. This case is linked to case number (B)(4).